Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired. During device evaluation, it was discovered that the hose was leaking air. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the hose was leaking. The hose was replaced and resolved the reported issue. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in canada.